Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "ankle nail was introduced. Screws were locked. Most distal calcaneal screw trajectory was drilled with a 4.2mm drill, trough the targeting device. The drill didn't end up in the hole but scratched the nail on the side. The nail was removed, tested and re-inserted. The incident happened again. This was tried 3 times. Surgery was delayed by 2 hours. A plate was used to fuse the ankle, which lead to extra incision and due to the plate, no bone graft could be used, which was planned."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "ankle nail was introduced. Screws were locked. Most distal calcaneal screw trajectory was drilled with a 4.2mm drill, trough the targeting device. The drill didn't end up in the hole, but scratched the nail on the side. The nail was removed, tested and re-inserted. The incident happened again. This was tried 3 times. Surgery was delayed by 2 hours. A plate was used to fuse the ankle, which lead to extra incision and due to the plate no bone graft could be used, which was planned."